Event description:
Medwatch report states: adult female with a past history of bilateral depuy placement, then subsequent replacement of her right depuy asr hip system prosthesis due to intolerable pain, recently returned for elective surgical removal of her left depuy asr hip prosthesis. The patients right hip device was replaced with a mobile bearing type, and she did well with that and desired removal of left hip as well. Preop diagnosis: failed metal on metal asr hip/post-op diagnosis-same. What was the original intended procedure? Revision of acetabulum, left hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.